Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: the black box data from the date of the complaint had been overwritten due to continued use of the device. The current black box showed one pump reboot associated with a battery change immediately following a low battery warning. The battery cap was not returned, so a test cap was used. The pump powered on with the test cap; however, power loss was observed when the cap was loosened by ½ turn due to damage. The pump was able to be exercised with a test cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components observed. Unrelated to the original complaint, the battery compartment had damaged threads and was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.